Event description:
It was reported that when using the bd pyxis¿ medbank tower had a cycle count mismatch. The customer reported that, while issuing a medication, the nurse had entered that she issued two units; however, she removed only one unit from the cubie. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user entered that they issued 2 units but only removed 1 unit from the cubie. A technical support specialist (tss) instructed user on cycle count and how to count medications issue was resolved. The system functioned as intended after the technical support specialist investigated the device.